Event description:
Dealer states, unit just shuts off. The dealer reported the unit was replaced. No harm or ill effect reported. If any additional information is received a supplemental report will be filed.